Manufacturer narrative:
The meter and test strips were requested for investigation. The customer did not have any test strips to return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing is performed. Test strip retention samples passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined. Expiration date continued: 31-mar-2022.

Event description:
The initial reporter received questionable inr results for multiple patient samples with coaguchek xs meter serial number (B)(4) compared to a laboratory using a stago method since (B)(6) 2021. The following are examples of discrepant results for 3 patient samples: patient (B)(6): on (B)(6) 2021, the result from the meter was 3.9 inr (47.3 sec). The result from the laboratory was 2.97 inr (29.5 sec). The patient¿s therapeutic range is 2.0-3.0 inr. Patient (B)(6): on (B)(6) 2021, the result from the meter was 7.3 inr (87.3 sec). The result from the laboratory was 4.92 inr (43.7 sec). The patient¿s therapeutic range is 2.0-2.5 inr. Patient (B)(6): on (B)(6) 2021, the result from the meter was 4.4 inr (52.2 sec). The result from the laboratory was 3.32 inr (32.2 sec). The patient¿s therapeutic range is 2.0-2.5 inr. Patient (B)(6) was tested with strip lot 49682012, expiration date 31-mar-2022. Patients (B)(6) were tested with strip lot 50323014, expiration date 30-apr-2022. Other strip lots in use for other patients were: lot 47158918, expiration date 31-dec-2021 lot 49017711, expiration date 31-mar-2022